Event description:
End-user reported that for the last 2 weeks, skin under wafer's mass and border presented with redness. End-user also states that product wear time has decreased from three (3) to four (4) days to less than one (1) day, and that has new creases at the 3 o'clock and 6 o'clock position. It is reported that end-user has used product for seven (7) years.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user did not see a health care provider for treatment. Review of skincare includes the following products: basic soap; (B)(4) adhesive remover; (B)(4) powder; skin prep wipe. It is reported that an adapt ring is used around stoma and that opening in wafer is too large for stoma before molding. End-user was provided instructions in crusting techniques by using stomahesive powder and sting-free barrier wipe. In addition, end-user was advised to place part of eakin ring in the creases at 3 o'clock and 6 o'clock and to use a small size convatec moldable barrier with convexity. Lastly, end-user was advised that sample products would be sent. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch 3g02419 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3g02419,was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).